Manufacturer narrative:
A free air test was conducted on the arrays of the unit to identify presence of performance issues. Unit was found to perform specs.

Event description:
Pt reports receiving a burn on the left calf, approx 3 x 8 cm, following treatment with the anodyne home unit. Pt reports that he was positioned with his calf laying on top of the therapy pad during treatment. Company's safety info and instructions booklet clearly cautions not to lie on therapy pads during treatment, as this may cause burns. Pt has received medical intervention of silvadene topical ointment, and has reported the burn is healing. Pt continued to treat with the anodyne therapy.